Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the device evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an intermittent power issue. The reporter stated that the battery cap was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box data revealed multiple consecutive pump reboots. During a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap was observed to have stripped threads and was unable to secure to the pump. A test battery cap was used and fit properly. The original power complaint was duplicated. Unrelated to the original complaint, the pump powered on to a dim and discolored display. The pumps cover was removed and there was no intermittent condition found to the power flex. (B)(4)